Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room after receiving multiple inappropriate shocks due to intermittent p-waves were being blanked. Programming changes were made. The device remains implanted.